Event description:
It has been reported to philips that the system did not start. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. The fse performed functional testing and found that the 24 volt power supply was bad and a low voltage supply in the cabinet caused the system to not boot up. The fse replaced 24 volt power supply to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.